Event description:
The customer reported that the device would not power off when the switch was in the off position. The customer had to pull power ac and battery power source for device to turn off. There was no info provided regarding pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.